Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported device caused damage appears to be related to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the cds caused damage to an implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully without issue. The second cds was advanced and during positioning, the cds came in contact with the first clip and caused the clip to have a single leaflet device attachment (slda). After a few seconds, the clip completely detached from both leaflets and became stuck in the left lower pulmonary vein. The patient became hypotensive and to be safe it was decided to use a balloon pump to stabilize the patient and the procedure continued. Two clips were implanted, reducing mr to 2. A snare device was used to retrieve the embolized clip from the pulmonary vein successfully. The patient remained stable. There was no tissue damage noted to the valve. No additional information was provided.